Event description:
Healthcare professional reported ¿damage to both implants¿ and "capsular contracture grade ii-iii". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade ii-iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii-iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure wear abrasion, stress marks and creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side ¿damage to both implants¿ and "capsular contracture grade ii-iii". Healthcare professional later reported "rupture". Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure wear abrasion, stress marks, opening and creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, d9, h3, h6.

Event description:
Healthcare professional reported right side ¿damage to both implants¿ and "capsular contracture baker grade ii-iii". Device has been explanted and replaced with another manufacturer's device.